Manufacturer narrative:
Product complaint (b0(4). Device evaluation summary: seventeen unopened samples of product code (B)(4), lot mc8dwtq0 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-83491; 2210968-2019-83489, 2210968-2019-83487, 2210968-2019-83497 . Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent an oophorectomy procedure in (B)(6) 2019 and the suture was used for suturing abdominal wall and subcutaneous tissues. During the procedure, the needle pulled off from the thread after several tissue passage without exerting excessive tension. There were no patient consequences reported.